Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2015-07012 and 2134265-2015-07272. It was reported that automatic pullback failure had occurred. During the procedure a motor drive unit was selected in conjunction with an unknown catheter and an unknown sled. However, the motor drive unit will not pullback. No patient complications reported and the patient's condition is stable.